Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 date of event: unknown when additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "when the histoacryl was received the glue was leaking from the package." It was reported that there was no serious injury or death. No delay in surgery. No additional intervention mentioned.

Manufacturer narrative:
Samples received: 9 unopened and 1 open pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received an open pouch with one unopened ampoules with leakage signs and nine closed pouches of the same code batch. All the ampoules received have been optically evaluated and a crack at the base of the neck in two of the ampoules that corresponds to the injection point has been located. Reviewed the batch manufacturing record, this product had uncritical deviations during the process and the results of the product before releasing fulfill b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Corrective/preventive actions: we have opened a corrective and preventive action ak201485274 in order to determine the root cause of this defect and actions.